Event description:
It was reported the patient woke up the night prior to this report with some return in symptoms and they saw the poor communication screen with one of their implantable neurostimulators (ins). The patient was able to get to the normal therapy scree with one ins, but continued to see the poor communication screen on the other. The patient was only able to connect to one ins and not the other. Communication was tried on the second ins when the patient was away from the phone on the other side of the room, but the result was the same. The patient did not have an antenna. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389-40, lot # j0211638v, implanted: (B)(6) 2002, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0211638v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).